Event description:
Needle penetrated from mold defect hole in sharps collector bottom resulting in needle stick injury. The affected colleague closed the lid in the 3.3 qt sharps collector and gently shook it to settle the internal contents (left hand on the top of the container, right hand on the bottom of the container). Two 25gx5/8" needles (attached to syringes) slid partially through the hole in the bottom of the container and pierced the middle finger on the right hand. Medical services was consulted.